Manufacturer narrative:
Eval summary: the analysis showed that the device was rec'd in good visual condition with no cartridge present. However, the cartridge pan was found lodged inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the cartridge, it is possible that the cartridge was not properly loaded into the device. If the cartridge is not fully inserted into the channel when the device is fired, it can cause the pan to dislodge from the cartridge. In addition, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, could not push the cartridge in all the way. It felt obstructed. No adverse pt consequence. Case completed with another device of the same prod code.